Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient will having their ins replaced on (B)(6) 2018. The reason for the replacement was due to not being able to pull the ins out of overdischarge. The caller stated they did physician mode recharges (pmr), and they were unsuccessful. The patient's ins remained in overdischarge. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was meeting with the patient for reprogramming due to ear pain, but they were unable to connect with the ins. The ins was in overdischarge. The rep was performing a physician mode recharge (pmr). No further complications were reported. Additional information received from the rep reported that the cause of the overdischarge was that the patient had not charged in 90 days. The rep attempted pmrs but could not recover the ins. The ins was to be replaced on (B)(6) 2018. No further complications were reported.